Manufacturer narrative:
It was reported that after 2min. Of cutting a shoulder, the probe melt at the top. Additional information was received that the heat shrink was melting. After the visual inspection, no visual wear/scratch marks were observed on the insulation, or ceramic. A minor scratch mark was observed on the lumen below the ceramic. The returned unit has heating marks around the edge of the hood, which are expected to be observed after the unit is used during surgery. However, after the returned unit was dissected to provide further evidence that there was no non-conformance that could have contributed to the reported failure, an excessive amount of fluid was observed inside the handle. No corrosion was observed on the electrical connections. Even though, there was fluid ingress, no operational malfunction was observed during the functional simulation. As part of the investigation process, the possible source of the fluid ingress reaching the inside of the probe was evaluated. In order to identify the possible point of ingress of the drops of fluid, saline water was injected backwards through the suction tube as well as injected on the serfas probe's glued joints while observing if there was any water ingress through and into the handle as a result of a possible manufacturing related defect (e. G. The lumen¿s joint with the core, the glue joint between the inner lumen and ceramic and the glue joint between the suction tube and the inner lumen). No water ingression was observed through those points. No saline water residue on the outside of the suction tube and the bottom of the handle indicative of fluid ingress through the handle (possible submersion of the handle in a fluid pocket) was observed. At this point, the stryker rep was contacted again, in order to obtain additional information and confirmation of the reported failure mode (since no insulation damage was confirmed) and if there was any unit malfunction observed during surgery (due to fluid ingress). Additional information was received, please refer to attached e-mail on the pi's communication log. The sales rep informed the following: I have seen the probes before I sent it to duisburg, that the black oart of the probe was melted. The probe was used only 2 minutes, so it was not an extended use. No further malfunction, the surgeon complains the melting of the top. Probe was stored in the opera, for a few days, before I received it. The probe was one with suction, that has not been part of the complaint, I assume that was ok. Cleaning in (B)(4). Therefore, the ¿insulation damage¿ reported condition was not confirmed on the returned unit. No malfunction of the returned unit was observed during operational testing. According to the additional information it is possible that since the unit was submitted to a cleaning process, the outside of the handle may have been wiped clean which would explain why there was no fluid residue expected to be observed when there is fluid ingress through the handle. In addition, since it was confirmed that no malfunction was observed during surgery and it is also possible that the fluid ingress into the handle occurred after the surgery was completed and during the handling/storage/cleaning process. Nevertheless, the instructions for use for the serfas energy probes include the following warnings and cautions that will prevent fluid ingress during use: do not submerge the probe handle in liquid. Submersion can damage the circuitry and cause unintentional activation. During a procedure, always place the probe in a dry location when not in use. Do not cut suction tubing, which could result in unintended probe activation. In addition, the sales rep was informed of the conclusions of this investigation and proper use of the serfas energy probes to prevent recurrences. No further actions are considered necessary. The condition will be continued to be monitored through the product surveillance board. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported by (B)(6), nurse of the hospital, that after 2min. Of cutting a shoulder, the probe melt at the top. Replacement was available. Additional information was received that the heat shrink was melting.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It is reported by (B)(6), nurse of the hospital, that after 2min of cutting a shoulder, the probe melt at the top. Replacement was available. Additional information was received that the heat shrink was melting.